Event description:
The reporter indicated that the pt has not been seen for more than two years. The device is in backup mode. There is no pacing output and no magnet response. The pt's underlying rhythm is sinus. The device will be replaced.